Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. The device was going to be used to monitor the patient. There was no backup device available during the reported event. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5. It was observed that ic chip u5 vcc was shorted to ground.